Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer changed their pump supplies due to the occlusion alarm and received a minimum fill message when loading the new cartridge. Reportedly, the customer had filled the cartridge with cold insulin. Tandem technical support educated the customer on using room temperature insulin. The customer was to wait until their insulin was room temperature before loading a new cartridge, the customer declined a follow-up call.